Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, upon last stapling on gastric tissue, the load has locked. The surgeon change the reload to complete the case. There was no patient injury.